Event description:
The lead was explanted due to high impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the sensing coil fractured due to fatigue.